Event description:
Literature: allert n, kirsch h, weirich w, karbe h. Stability of symptoms control after replacement of impulse generators for deep brain stimulation. J neruosurg. 2009; 110(6): 1274-1277. Summary: this article presented a retrospective review of 56 implantable neurostimulator replacements performed in 42 pts between 2004 and 2008. The study evaluated the stability of symptom control after stimulator replacement in pt receiving dbs for various movement disorders including parkinson's disease, essential tremor, dystonia, multiple sclerosis, and cerebellar tremor. Reportable event: one stimulator replacement was performed together with a surgical revision of one of the leads due to oculomotor symptoms at low thresholds and suboptimal symptoms control. Reference MFR report# 2182207200906173.